Event description:
It was reported the device was used in a lap cholecystectomy. It was reported that the trocar shattered into four or five pieces. The pt was obese, it is not known whether or not all the pieces were retrieved. The instrument is being held in risk mgmt, but will be released.

Manufacturer narrative:
Device was not returned for eval.